Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a second artificial urinary sphincter 5.0 cm cuff implanted due to incontinence. The physician placed a tandem 5.0 cm cuff. Following the surgery, the patient was well and the problem resolved.